Event description:
Customer reports 5 incidents of pt reactions in 2001. Two of reactions were pyrogenic in nature and three pts complained of bad tastes in their mouths during treatment. Pts who experienced the pyrogenic reactions were placed on antibiotics (identity and dosages unknown) and symptoms resolved. Pts with the bad tastes in their mouths were allowed to finish treatments. No pt injury or medical intervention was reported for the pts who experienced the bad taste in their mouths. No further info available.